Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code - e0122 movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced shaking, vomiting, and could not get up, could not walk, and could not move. The spouse called an ambulance and when a fingerstick was taken the by the paramedics, the cgm reading was 100 mg/dl, and the blood glucose reading was 700 mg/dl. No treatment was provided and the patient was brought to the hospital. At the patient was treated with insulin (route unknown). The patient was discharged after 3 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.